Manufacturer narrative:
The device exhibited extended charge times during analysis. The extended charging was isolated to the high voltage (hv) capacitors. Analysis of the hv capacitors revealed the cause of the extended charging was due to corrosion of the anode wire of one of the hv capacitors. The reported field event of extended charge time was confirmed.

Event description:
The patient presented to the hospital, felt dyspnea and shortly afterwards a high voltage (hv) shock was delivered. Three episodes of ventricular tachycardia (vt) were observed. The first episode was inappropriately classified as vt due to a high heart rate during atrial fibrillation. Anti-tachycardia pacing (atp) was delivered without termination, then a hv shock was delivered with cardioversion to sinus rhythm. The second episode was sinus tachycardia with delivery of atp without termination; however, there was a spontaneous termination of the arrhythmia through a drop in heart rate. The third episode was again sinus tachycardia with delivery of atp without termination and a spontaneous termination through a drop in heart rate. The device was interrogated which indicated proper device function with adequate pacing threshold, sensing, and battery status. However, the hv charge time was extended. The device was explanted and replaced. The patient was stable.